Event description:
The user facility reported that when they went to assemble the resuscitator, they could not fit the 22mm connector of the mask, to the resuscitator. Found during setup, no pt involvement.